Event description:
It was reported that a user of the ilet bionic pancreas experienced elevated blood glucose of 230 mg/dl for approximately two hours after a higher-carbohydrate meal, and the user planned to monitor for an additional hour and call back if still elevated. Investigation included complaint review. Investigation of this case revealed no device malfunction reported and use consistent with recent high carbohydrate intake. No symptoms associated with hyperglycemia reported. Outcomes included no injury and no medical intervention. It was concluded that the event was consistent with hyperglycemia of unclear cause without evidence of device failure with the information provided at the time of call. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.